Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to a failure of the patient-board set. The cause of the failure could be a change in the operational amplifier circuitry of patient circuit (dr) board, which had an impact on countermeasures, but was not identified. The change history of the parts was checked, and it was confirmed that the dr board changed on april 16, 2018. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was causing no image to appear when 180 series scopes were used. Additionally, the top cover was found damaged, and the front panel text was fading. There was lint and other debris on the video connector pins, and the unit was still equipped with the outdated main switch and software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while she was preparing for a procedure, her olympus evis exera iii video system center was not displaying an image with 180 series scopes. According to the initial reporter, the intended procedure was completed using a 190 series scope as that model was functioning without any issues. There was no patient harm or consequence reported as a result of this event.